Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had possibly migrated. It was further reported by the patient that after they fell and hit their chest the area near the device felt 'different' and they can no longer feel the device where it was. The icm remains in use. No patient complications have been reported as a result of this event.